Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the organism was subbed and testing included both the customer lot and a random lot of gn cards, tested in duplicate. Api 20 ne was also performed. On all cards tested, an excellent identification of p. Aeruginosa was obtained. Api 20 ne also gave an excellent identification of p. Aeruginosa. A comparison of card reaction results for burkholderia cepacia group against expected reaction results for p. Aeruginosa resulted in 10 atypical positive reactions (ado, iarl, dcel, dmal, ple, dsor, sac, dtag, dtre, phos) which led to the misidentification. A comparison of card reaction results for burkholderia pseudomallei against expected reaction results for p. Aeruginosa resulted in six (6) atypical positive reactions (dcel, ple, dsor, sac, dtag, dtre) that led to the misidentification. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media, user set up errors, or an atypical strain. Cards are performing as expected and no further action is necessary.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® 2 gn test kit involving pseudomonas aruginosa atcc 27853. The customer reported testing four (4) times using the vitek® 2 gn card and identifying the organism as burkholderia with varying degrees of probability. An internal biomérieux investigation will be initiated.